Event description:
Left arm seldinger puncture-brachia. When case ended dr noticed sheath was clotted off. When sheath was pulled no bleed back, surgeon called. Pt was on heparin before case even started. Heparin was turned off just before case began. Dopplar documented clot at the end of sheath. Device not retained.